Event description:
Information received from the field notes that post implant tests revealed that the patient's rate had dropped to 45 ppm. An x-ray revealed lead dislodgement. The lead was successfully repositioned.